Event description:
It was reported that the lead was capped and replaced due to noise. Patient condition was ok after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.internal insulation abrasion under the rv shock coil was noted at 3.6-6.4cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise.